Event description:
It was reported that the pc unit provided a system error code 800.8000. The event occurred in coronary care unit (ccu). There was no patient harm. Although requested, additional information was not provided

Manufacturer narrative:
Additional information provided: d.11 the customer¿s stated issue of 800.8000 was confirmed. Results from a review of the pcu event log identified the reported system error on (B)(6) 2020 at 4:28:00 pm. An infusion was programmed on (B)(6) 2020 at 9:21:57 am with a rate of 16.6667 ml/h with a vtbi of 130ml. A flow stop open alarm occurred while programming, then the infusion program was started. This caused the channel to be set in a state that would lead to the system error. Approximately 7 hours later at 4:26:59 pm the programmed infusion was paused and then the channel was selected and the previous infusion was restored. Upon pressing start to begin the infusion the reported system error occurred. The software failure was replicated by performing the lvp system error 255-16-275 test method. A medical device safety notifications was sent out to customers in (B)(6) 2017 to inform customers of this potential issue. The system was in use during treatment. The root cause of the customer¿s report of error code 800.8000 was found to be the result of software anomaly when the user selects two functions at the same time or in rapid succession. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 08sep2011. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6)2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pc unit provided a system error code 800.8000. The event occurred in coronary care unit (ccu). There was no patient harm. Although requested, additional information was not provided